Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture.

Event description:
Patient reported left side rupture, pain, and joint inflammation (non device related). Healthcare professional reported left rupture found at the time of explant. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side post op capsular contracture baker grade iii.

Event description:
Patient reported left side rupture, pain, and joint inflammation (not device related). Healthcare professional reported left rupture found at the time of explant. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Pain: unable to observe since it is not related to the device. Inflammation/irritation-ndr: not applicable as the event is not related to the device. Additional observations: brown particles observed in the gel. Crease fold, wear abrasion and stress marks observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, h3, h4, h6.

Event description:
Patient reported left side rupture, pain, and joint inflammation (non device related). Healthcare professional reported left rupture found at the time of explant. The device was explanted.